Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 51 months of implant, due to an extended mid-life charge time. The device is currently exhibiting a battery monitoring voltage of 2.67 v with a charge time of 20.5 seconds.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. Available information suggests that this device remains in service at this time, with a device replacement procedure scheduled. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Subsequently, this device was explanted and successfully replaced with a new boston scientific device. The explanted device was returned to our post market quality assurance laboratory for analysis. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This event will be updated if any additional information becomes available.

Event description:
--